Manufacturer narrative:
This ipg serial number was included in field advisories. (B)(4). Removal reporting number: 1627487-05242011-002-r, 1627487-07262012-002-r. Manufacturer's evaluation: the returned product was not analyzed as the reported event cannot be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained her original scs ipg placement seemed too shallow for her comfort. The patient's physician replaced the ipg and revised the ipg pocket. Follow-up identified the reported issue has been resolved.